Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced damage on the reservoir. The customer's blood glucose value was 580 mg/dl. The customer stated that she recently started on the pump and had issues with insertion of sets and pulling out the plunger from the reservoirs. The customer declined to troubleshoot for high readings. The product was not returned for analysis.